Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined. The physician indicated that in her opinion the most likely cause of the iol damage was due to a loading issue. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "during injection, surgeon released plunger and trailing haptic broke off of lens". There was capsular damage and loss of vitreous. The incision was enlarged and a vitrectomy was performed. The lens was removed and another model lens was implanted in the sulcus. The physician indicated that in her opinion the most likely cause of the iol damage was loading.